Manufacturer narrative:
Other applicable components are: product ID: 8598, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from the health care provider (hcp) regarding a patient receiving intrathecal therapy. The indications for use were intractable spasticity and cerebral palsy. The patient's existing pump and catheter were removed due to a fracture in the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.